Event description:
Received email. Description of reported problem: pregnancy tests are yielding false results. One patient is 6 weeks pregnant and received a negative test result. No additional information avaliable.

Manufacturer narrative:
Summary of results: the retention devices met qc specification. Correct negative results were obtained when tested with negative urine sample. Correct positive results were found when tested with 25 miu/ml hcg 100 miu/ml and 10 iu/ml hcg urine control. Clear positive result was observed when tested with 208.99 iu/ml hcg clinic urine control. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed.